Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose value of 35 mg/dl. The customer treated with a meal and glucose liquid. The product was not returned for analysis. Customer stated that the drive support cap was normal. The customer also reported high reading over 500 mg/dl. The customer treated with bolus from the pump. The product was not returned for analysis.